Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that she was missing her onetouch ultrablue test strips. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue occurred on the afternoon of (B)(6) 2012. The patient reported managing her diabetes with diet, exercise and oral medication and denied making any changes to her normal diabetes management despite the alleged issue starting. The patient claimed that she developed symptoms of "shaky and sweaty" 2-3 hours after the alleged issue began. However, the patient denied receiving medical intervention as a result of the alleged issue. The cca educated the customer on correct box contents and confirmed that the product was missing. The cca also confirmed that the closure seal was intact prior to the patient opening the box. The alleged issue was not resolved with troubleshooting. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury as a result of allegedly missing test strips.